Manufacturer narrative:
The reported event was infection. As received, a complete lead was returned for analysis. Electrical testing did not find any indication of conductor fractures or internal shorts. Visual and x-ray inspection of the lead did not find any anomalies. A device history record (DHR) review was performed and review of the sterilization records confirmed normal sterilization cycles for the products. The device met specifications prior to leaving abbott manufacturing facilities.

Event description:
It was reported that the patient presented 3 days post procedure to the hospital with shortness of breath. It was discovered that the lad coronary artery had been damaged from the surgery. The patient developed a fever a had an echocardiogram which showed vegetation on the pacing leads. The entire system was explanted. During the explant procedure, the right atrial lead was unable to be easily removed. A locking stylet was inserted, and a lot of tension was required. A loop was found on the outside with a suture going through the lead and noted the lead was damaged. The patient had bleeding after the extraction while the atrial lead was being removed through the subclavian vein causing a potential tear in the vein. The patient was in stable condition.